Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system fault experienced by the customer was associated with the pt side manipulator (psm). The system was repaired by replacing the affected psm. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. The pcm was returned to isi for failure analysis investigation. Engineering discovered 23008 in the error logs. The 23008 system error code appeared when the davinci s safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining these conditions, the safety systems put davinci s in a "recoverable safe state". Engineering concluded that the potentiometer assembly had malfunctioned, thus generating the system errors experienced by the customer. As of 2007, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci radical hysterectomy surgical procedure, the customer experienced recoverable 23008 system error codes after experiencing difficulty handling the second arm of the system. After the dissection of the nodes, ureters, and salpingoophorectomias a nonrecoverable 23008 system error code was experienced. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.